Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unable to perform a21 error test due to button anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 12 mmol/l. Troubleshooting was performed. The device was returned for analysis.